Event description:
Related manufacturer reference number: 2017865-2021-38933. Related manufacturer reference number: 2017865-2021-38934. It was reported that the patient presented for an implant procedure. Upon opening the pocket, pus was noted. A star wound culture was obtained and was positive for gram positive cocci. The physician canceled the implant procedure and explanted the existing implantable cardioverter defibrillator and two leads. The patient was stable and a life vest would be ordered for the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.